Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed self test. No motor error alarm noted. Motor passed motor test. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and motor error. Customer's blood glucose level was unknown. Customer reported that the screen prevents from reading. The insulin pump will not be returned for analysis.